Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her blood glucose has been running high lately and she was unsure why. The patient's blood glucose at the time of phone call was 495 mg/dl. She did not feel any symptoms of high blood glucose and treated with a pump bolus. Troubleshooting was initiated and it was discovered that the infusion set cannula was bent. The customer also confirmed that since her high blood glucose began her pump had been alarming with low reservoir alerts every fifteen seconds. A high pressure test was declined. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care provider's instructions. No products were returned and a replacement infusion set was shipped to the customer.